Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device's ac inlet connector was found to be broken. The device's ac inlet connector was replaced to address the issue.